Event description:
The user facility reported that their unit was leaking water.

Manufacturer narrative:
The user facility reported that an employee entered the room containing the sterilizer, and slipped and fell due to standing water. The employee sought medical treatment and returned to work the next day. The user facility declined to provide additional information regarding the injury that the employee sustained. A steris field service technician arrived on-site, inspected the unit, and determined the source of the water leak. The technician replaced the funnel and cap assembly on the unit for the waste funnel. The unit was tested, confirmed to be operating according to specification and was returned to service. No further issues have been reported. The unit has been in use since 2003 and is under steris service contract. The last maintenance was completed on (B)(6) 2015 at which time the unit was confirmed to be operating according to specification.